Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent cannula which caused her to be hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose level at the time was 317mg/dl and continued to rise to 418mg/dl. Customer was treated with the insulin pump as well as manual shots. The drive support cap on the device appears normal. Advised customer to run a manual prime test, insulin exited from the tubing. The tubing did not have any leaks. Checked programming on the insulin pump and it was correct. The device passed the high pressure test by alarming no delivery. No further information was provided.